Event description:
It was reported that during a trial procedure, the patient experienced a dural puncture. The physician removed the needle quickly and attempted to place the needle again in the opposite side, however, more fluid leaked from the original side. The physician decided to abort the trial. The patient was carefully observed after the procedure and woke up with a minimal to no lingering effects from the puncture. Additional information was received that the patient was doing well and only had a headache for a brief period due to the dural puncture.

Event description:
It was reported that during a trial procedure, the patient experienced a dural puncture. The physician removed the needle quickly and attempted to place the needle again in the opposite side, however, more fluid leaked from the original side. The physician decided to abort the trial. The patient was carefully observed after the procedure and woke up with a minimal to no lingering effects from the puncture.